Event description:
The event regarding the spread of the infection to the lead was previously reported in manufacturer report #3004209178-2013-02625. All future updates will be reported through manufacturer report #3004209178-2012-07573.

Event description:
Additional information received reported that the patient come to the ER on approximately (B)(6) complaining of swelling and a burning sensation at the device pocket, in addition to the symptoms previously reported. It was reported that there was no patient injury.

Event description:
Additional information received reported that the patient's remaining leads were removed due to the spread of the infection. It was reported that the patient was recovering without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3389s-40, lot# v975264, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3389s-40, lot# v975264, implanted: 2012-(B)(6), explanted: 2012-(B)(6), product type lead.

Manufacturer narrative:
Product ID 37642, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient product ID 3 7085-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 37085-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type extension, product ID 3389s-40, lot# v975264, serial#, implanted: 2012 (B)(6), explanted: product type lead, product ID 3389s-40, lot# v975264, serial#, implanted: 2012 (B)(6), explanted: product type lead. (B)(4).

Event description:
It was reported that the patient experienced left-sided chest pain and shortness of breath with redness and warmth encompassing much of the left upper chest and upper breast areas. Swelling, pain, and erythema were also noted around the implantable neurostimulator (ins) site. It was determined that the ins site was infected. On (B)(6) 2012, both the ins and extension components were explanted and disposed of at the healthcare facility per biohazard instructions. The patient outcome was reported as on-going. If additional information is received, a follow-up report will be sent.